Event description:
It was reported that the lead exhibited high impedance, out of range pacing thresholds, and oversensing. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead exhibited high impedance, out of range pacing thresholds, and oversensing. It was further reported that the patient alert triggered, and the lead exhibited noise. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. However, save to disk pdd file (B)(4) provided was not useable, and no s2d analysis data was reviewed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. However, save to disk pdd file (B)(4) provided was not useable, and no s2d analysis data was reviewed.